Event description:
In 2009, initial surgery was done for tibial spiral fracture. After the surgery, the patient reported a pain. Another surgery will be performed soon.

Manufacturer narrative:
Examination was not possible, as the product was not returned. The lot number v03820 released 29 pieces for distribution in 2001. A search of the complaint database found no prior reports for this part and lot number combination. The device history records could not be reviewed. A fire in 2009, destroyed the device history records at the archiving site for the facility. The investigation could not verify or identify any product contribution to the reported event. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.